Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced a blood glucose drop after a meal announcement while using a dexcom g7, with sensor accuracy confirmed by fingerstick and treated with oral glucose, and the ilet suspended delivery in response to falling glucose; reports showed steep glucose declines following earlier correction doses and the user had been trained recently with no correction history for that time of day. Symptoms included hypoglycemia reaching 44 mg/dl. Outcomes included return to glucose range and no hospitalization. Investigation included review of device data and therapy reports. Investigation of this case revealed appropriate automated insulin suspension in response to downward glucose trend and a likely contribution from prior correction insulin without established time-of-day adaptation due to recent initiation. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors and therapy adaptation dynamics, with the device functioning as designed.